Event description:
Received a call that foam for the cradle boot, catalog # 50644-315 was hard and rough to the touch. Caused sore and had to be removed.

Manufacturer narrative:
The facility has used this product for years, and this is the first and only occurrence of this nature. Co has had this product on the market for more than 20 years, and this is the first report of this nature. The product was not returned, and thus an investigation could not be performed. In our investigation with the foam supplier, it is speculated that an occurrence of this nature is possible if there is a problem in the chemical mix and pour, this is a continuous mix and pour process. It could occur in a small isolated portion of the pour, and thus not be apparent when the large bun of foam is received for further fabrication into individual products. The patients that used the cradle boots at this time are all ok without further complication.